Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for an unknown reason. Additional information indicates that the ICD was explanted due to infection. No additional adverse patient effects were reported. The ICD was no longer in service.